Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Correction: corrected from: there was no damage observed on the distal tip or guidewire exit port assembly. Corrected to: there was damage observed on the distal tip or guidewire exit port assembly. Device evaluated by manufacturer: there was damage observed on the distal tip or guidewire exit port assembly. (B)(4).

Event description:
Same case as: 2134265-2014-07978. It was reported that an imaging catheter got stuck in the stent. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery (lcx). During a percutaneous coronary intervention (pci), an unspecified guidewire crossed the lesion. After crossing, an opticross¿ imaging catheter was then delivered;however, it was noted that the opticross¿ was unable to cross the lesion. Pre-dilatation was then performed and the opticross¿ was delivered to observe the lesion again. A 12x3.0mm promus premier¿ stent was then deployed and post dilatation was performed. Intravenous ultrasound (ivus) was performed again. The opticross¿ was delivered to the distal end of the stent and recording was done. Malapposition was then confirmed through ivus. When catheter removal was attempted, it was noted that the guidewire exit hole of the opticross¿ imaging catheter became stuck in the middle part of the malapposed 12x3.0mm promus premier¿ stent. The catheter was then pulled out; however, stent deformation occurred which was confirmed under angiography. Subsequently, the catheter was cut off and an unspecified micro catheter was then used to remove the ivus catheter completely from the patient's body. Balloon inflation was then performed to treat the stent malapposition and deformation. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the unit returned came without the rdc hub. Partial unit was received (sheath), no any anomalies were found on the returned partial device. There was no damage observed on the distal tip or guidewire exit port assembly. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2014-07978. It was reported that an imaging catheter got stuck in the stent. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery (lcx). During a percutaneous coronary intervention (pci), an unspecified guidewire crossed the lesion. After crossing, an opticross¿ imaging catheter was then delivered; however, it was noted that the opticross¿ was unable to cross the lesion. Pre-dilatation was then performed and the opticross¿ was delivered to observe the lesion again. A 12x3.0mm promus premier¿ stent was then deployed and post dilatation was performed. Intravenous ultrasound (ivus) was performed again. The opticross¿ was delivered to the distal end of the stent and recording was done. Malapposition was then confirmed through ivus. When catheter removal was attempted, it was noted that the guidewire exit hole of the opticross¿ imaging catheter became stuck in the middle part of the malapposed 12x3.0mm promus premier¿ stent. The catheter was then pulled out; however, stent deformation occurred which was confirmed under angiography. Subsequently, the catheter was cut off and an unspecified micro catheter was then used to remove the ivus catheter completely from the patient's body. Balloon inflation was then performed to treat the stent malapposition and deformation. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Event description:
Same case as: 2134265-2014-07978. It was reported that an imaging catheter got stuck in the stent. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery (lcx). During a percutaneous coronary intervention (pci), an unspecified guidewire crossed the lesion. After crossing, an opticross¿ imaging catheter was then delivered;however, it was noted that the opticross¿ was unable to cross the lesion. Pre-dilatation was then performed and the opticross¿ was delivered to observe the lesion again. A 12x3.0mm promus premier¿ stent was then deployed and post dilatation was performed. Intravenous ultrasound (ivus) was performed again. The opticross¿ was delivered to the distal end of the stent and recording was done. Malposition was then confirmed through ivus. When catheter removal was attempted, it was noted that the guidewire exit hole of the opticross¿ imaging catheter became stuck in the middle part of the malposed 12x3.0mm promus premier¿ stent. The catheter was then pulled out;however, stent deformation occurred which was confirmed under angiography. Subsequently, the catheter was cut off and an unspecified micro catheter was then used to remove the ivus catheter completely from the patient's body. Balloon inflation was then performed to treat the stent malposition and deformation. The procedure was completed with this device. No patient complications were reported and the patient's status was good.